Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): battery depletion was normal, however the grommet was damaged, the setscrew had a rounded socket, and foreign material was noted in the connector and on the setscrew.

Event description:
The device was replaced due to eri (elective replacement indicator). The device was returned to the manufacturer, analyzed, and tested out of specification. Follow-up with the physician's office determined that there was no evidence of grommet damage at the time or explant, nor were there any other device issues. No patient complications have been reported as a result of this event.